Manufacturer narrative:
Cts was able to assist the customer with resolving the issue. The customer was able to determine which user had changed the configuration and indicated that the password settings would not be reconfigured. The provue did not malfunction and performed as expected. The configuration of the provue had been changed by the user. Issue occurred due to user error. This customer has not logged any similar complaints against this analyzer since the repair. (B) (4).

Event description:
The customer reported that an expired panel was placed on the provue and was able to run without any message that it was expired. Using expired reagents may cause erroneous test results.